Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported no audio condition. Eval found foreign material adhered to the speaker coil which caused the low/distorted audio condition. The failed speaker and rear case were replaced.

Event description:
It was reported that a spectrum infusion pump had a no audio condition. It was also reported that there was no pt involvement.